Event description:
Sterile gauze 4x4s are extremely thin and when the two pads are taken apart or disturbed particles of the gauze can be seen floating from the gauze. When you wet the gauze it disintegrates into shreds of fibers that cannot be used for dressings. If used on wounds it would literally disintegrate into the wound.